Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned for evaluation. Product testing was performed and defect found on returned test strips: high results. No defect found on returned meter. Root cause: (B)(4): storage outside specifications. Note: manufacturer contacted customer in a follow-up call (B)(6) 2022. To ensure that the initial concern was resolved able to establish contact with customer who stated is comfortable with the glucose readings from the product.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 233mg/dl am fasting. The customer does not know their expected blood glucose test result range. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer¿s expiration date 06/30/2023. And open vial date was not disclosed. The product is not stored according to specification (bathroom). The customer did not have another vial of test strips that had been stored and handled correctly, lot number my4493s, manufacturer's expiration date 03/16/2023. During the call, a blood test was performed by the customer fasting and produced test result of 216mg/dl using true metrix meter; the customer was not satisfied with the result obtained. The meter memory was not reviewed for previous test result history.